Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 80% stenosed, 120cm , diffused, in-stent restenotic target lesion was located in the mildly tortuous and mildly calcified right superficial femoral artery. After a 018 non-bsc guide wire crossed the lesion, a 6.0mmx220mmx150cm (4f) sterling¿ balloon catheter was advanced for pre-dilatation. The balloon was initially inflated at 10 atmospheres; however, there was partial dilatation failure. The balloon was then inflated for the second time at 12 atmospheres for 60 seconds; however, the pressure gauge became unstable and contrast leakage was confirmed under fluoroscopy. Following deflation, the device was completely removed from the patient and it was confirmed that the balloon ruptured. The procedure was completed with a 6mm non-bsc balloon catheter. No patient complications were reported that the patient's status was good.